Event description:
It was reported to tyco healthcare/kendall that a customer had an issue with an scd sleeve. The customer reports that a pt in the ICU, and on anticoagulants had bruising lines on his leg.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.